Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were flow issues while using an unspecified bd¿ intraosseous vascular access needle. There was no report of patient impact. The following information was provided by the initial reporter: fluids will not flow or flush when the IV line or flush is firmly tightened onto the t-connector (the port closest to the patient).

Event description:
It was reported that there were flow issues while using an unspecified bd¿ intraosseous vascular access needle. There was no report of patient impact. The following information was provided by the initial reporter: fluids will not flow or flush when the IV line or flush is firmly tightened onto the t-connector (the port closest to the patient).

Manufacturer narrative:
H6: investigation summary: one photo was returned by the customer. It was reported that the fluids will not flow or flush when the IV line or flush is firmly tightened onto the connector. The photo shows the product, however, it does not verify the complaint. The root cause of this failure was not identified as no product was returned. A device history record review could not be performed because model and lot numbers are unknown.